Manufacturer narrative:
Device received with partial white display due to severe corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to partial display. Unable to verify blank display anomalies due to partial display. Device received with corroded battery tube, force sensor assembly and moisture damage on motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display as it was exposed to moisture. Customer's blood glucose level was 373 mg/dl at the time of incident. Customer stated o-ring is in place. Customer stated o-ring is free of debris. Customer also stated battery cap is not damaged. The insulin pump will be returned for analysis.